Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 197906/204116. Product family: scs-linear leads upn: m365sc2138500 model: sc-2138-50 serial: (B)(6). Batch: 186656/181160.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was also stated that the patient was experiencing inadequate stimulation due to lead had migrated. The patient underwent a procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.